Event description:
It was reported that a user expressed concern about announcing meals while using the ilet bionic pancreas due to fear of hypoglycemia and discomfort with the standard recommendation to treat lows with 15 grams of carbohydrates and wait 15 minutes; the user declined troubleshooting at the time of contact, and blood glucose was reported within range. Symptoms included hypoglycemia concerns without reported injury. Outcomes included education and scheduling support for additional training. Investigation included review of the user¿s report and provision of troubleshooting and education. Investigation of this case revealed no device malfunction and no component failure, and the event remained user-reported hypoglycemia concerns with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.